Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 30-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced twenty different events, which were associated with separate units, involving twenty different patients. This is the second of twenty reports. Refer to 8030647-2018-00297 for the first event. Refer to 8030647-2018-00299 for the third event. Refer to 8030647-2018-00300 for the fourth event. Refer to 8030647-2018-00301 for the fifth event. Refer to 8030647-2018-00302 for the sixth event. Refer to 8030647-2018-00303 for the seventh event. Refer to 8030647-2018-00304 for the eighth event. Refer to 8030647-2018-00305 for the ninth event. Refer to 8030647-2018-00306 for the tenth event. Refer to 8030647-2018-00307 for the eleventh event. Refer to 8030647-2018-00308 for the twelfth event. Refer to 8030647-2018-00309 for the thirteenth event. Refer to 8030647-2018-00310 for the fourteenth event. Refer to 8030647-2018-00311 for the fifteenth event. Refer to 8030647-2018-00312 for the sixteenth event. Refer to 8030647-2018-00313 for the seventeenth event. Refer to 8030647-2018-00314 for the eighteenth event. Refer to 8030647-2018-00315 for the nineteenth event. Refer to 8030647-2018-00316 for the twentieth event. It was reported that the hme was not staying connected to the turbo closed suction catheter. The connector is popping off after a short period of time since the connection was noted to be not as tight as it used to be. There was no patient injury. Additional information received on 23-may-2018 stated that a total of 20 patients were involved. There were no injuries to report. A couple did have some low oxygenation, but no injuries.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. All information reasonably known as of 20-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
Halyard health received one used suction catheter. No product packaging was received. The sample was evaluated and the reported failure was confirmed. The root cause was attributed to a manufacturing related issue. The device history record could not be reviewed because the provided lot number was found to be invalid. All information reasonably known as of 23-aug-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).